Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in the hospital for an implant procedure. Before the implant of the right ventricular lead, the helix would not extend until after turned more and 30 times. A new lead was used the complete the procedure. The patient experienced no consequences related to this event.

Manufacturer narrative:
Correction: h6